Manufacturer narrative:
The cartridge has not bee requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose over 300mg/dl with extreme drowsiness. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. During troubleshooting the reporter noted that the patient was changing the cartridge and infusion set every 5 days. The reporter was advised that the instructions for use indicate the cartridge and infusion set should be changed every 2 to 3 days. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.